Event description:
It was reported that(2) devices were used during a colon resection. It was reported by the affiliate that the plc50 instrument did not fire after reload. Another instrument was used to complete the case. There was no consequence to the pt. 09/06/1999 message from affiliate. The codes involved were a (1) tlc55 and (1) tcr55, rather than plc50, and both are available for analysis.